Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material separation but could not confirm an activation issue. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and an activation problem. This information was received from one source. This one malfunction involved one patient with no patient consequences. The weight and age for the female patient was not provided.